Event description:
The customer reported via phone call that the insulin pump alarmed button error and the buttons were not responding when trying to clear a low reservoir alert. Blood glucose value is unknown. The customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with moisture damage to the keypad traces during our visual inspection. No button error alarm and all of the buttons functioned properly during our testing. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.